Manufacturer narrative:
Eval. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. The pt reported the sensation of stimulation even after she has turned the scs therapies off. The pt was referred to her physician for an exam of her scs system. During the exam, the physician noted the battery was showing signs of battery passivation. The battery passivation flag was cleared by the physician. Reprogramming of the scs system has not been able to correct the stimulation sensations experienced by the pt. The pt is continuing to work with her physician regarding the issue. No additional info is available.